Event description:
Upon receipt of the device, the user reported that the device was not regulating the temperature. There was no pt involvement.

Manufacturer narrative:
Device manufacture date is prior to 1999. This complaint was not confirmed. The suspect parts were tested and found to be operating within the specified ranges. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.